Event description:
Complaint received as follows: non-deflation in use. Remove the normal way. No harm or injury to patient.

Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because in some cases, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Based on the investigation finding, malfunction of the product was due to clamping at the reinforcement section, occurs during the catheterization process where the inflation lumen was found to have totally collapsed thus, restrict/prevents the deflation process. (B)(4).